Event description:
It was reported that the user resumed ilet pump therapy after a period off the device, performed a factory reset, and subsequently experienced a blood glucose value of 190 mg/dl while the system was relearning insulin needs; the user also called with questions about cartridge capacity and received education and additional training. Symptoms included hyperglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no device malfunction, with hyperglycemia considered cause unclear during early adaptation after therapy restart. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.